Event description:
This 19 mm sjm trifecta valve was implanted on (B)(6) 2009. On (B)(6) 2016, the patient presented to the hospital in an unstable condition and an echocardiogram demonstrated severe stenosis with a 120 mmhg mean gradient. The valve was explanted on (B)(6) 2016 and replaced with a 21 mm magna ease valve. Concomitant procedure included implantation of a 27mm sjm epic valve for surgical treatment of a calcified mitral valve. At the time of explant, the aortic bioprothesis was noted to be heavily calcified with very limited cusp mobility. It is reported the cusps were damaged and there was an absence of cuspal tears.